Event description:
I was using amo contact lens solution and now have a severe infection in my left eye that may cause permanent damage and scar tissue. Used daily (B)(6) 2006. Reason for use: contact lens solution.